Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead system is oversensing. The physician was able to reproduce the oversensing whenever the patient would strain.